Event description:
It was reported that a pump was intermittently powering off without user input. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was unable to reproduce or confirm the pump to power off without user input. The device was tested for 24 hrs and no related malfunction could be identified. Review of the device history log shows one occurrence of an improper shutdown, however, this occurs after the power cord was removed from the pump.